Event description:
Boston scientific received information that the patient with this device system was presented in the emergency room with pain/discomfort on the right side. The clinical observations disappeared when the device was programmed from ddd to vvi. Device interrogation, along with chest xray comparisons from the implant date, verified that the right atrial (ra) lead and right ventricular (rv) lead had dislodged. The rv lead exhibited increased pacing at high outputs, with loss of capture (loc) and low rwaves. The ra lead was non-functional. The patient had an intrinsic normal sinus rhythm of 60bpm. A lead revision procedure was scheduled.

Event description:
Additional information was received that a revision procedure was performed. The entire device system was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.